Manufacturer narrative:
(B)(4). The lot was manufactured from december 12, 2014 to december 17, 2014. The device was received for evaluation. Visual inspection revealed white particulate matter 0.15 mm in length, floating in the bladder. Fourier transform infrared spectroscopy identified the particle to be acrylic. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate had floating particles. The device was filled with an unspecified amount of colistimethate. This occured during storage of the device. There was no patient involvement. No additional information is available.